Event description:
Ventilator showed continuous high pressure after performing a recruitment maneuver; graph showed 0 then continued to climb. Maquet technician serviced unit and could not duplicate the issue. Maquet serviced unit and then it was returned and is back in service.